Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion of the implantable pulse generator (ipg) through the skin. The ipg system was explanted and a temporary lead was implanted with a future revision scheduled. No further patient complications have been reported as a result of this event.